Event description:
It was reported that this pacemaker fell under safety mode. Device replacement was recommended. Patient reported feeling unknown symptoms. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker fell under safety mode. Device replacement was recommended. Patient reported feeling unknown symptoms. The device remains in service. No adverse patient effects were reported.